Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased out-of-range (oor) impedances of greater than 2000 ohms, and was found to be fractured. The lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.